Manufacturer narrative:
The electrode/reagent lot numbers and expiration dates were requested but were not provided. The field service engineer found a broken tube in the rinse unit and he replaced the tubing. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. The initial ise indirect gen 2 sodium result was 171 mmol/l and the repeat result was 135 mmol/l. The initial glucose result was <0.2 g/l and the repeat result was 1 g/l. No information was provided to determine if the questionable result was reported outside of the laboratory.